Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. It was identified as an active exhalation control module failure. The customer does not want any repairs done to the unit. Unit will be returned unrepaired and information provided that device may not be appropriate for use.